Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received any part(s) for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer experienced a non-recoverable error. The customer contacted intuitive surgical, inc. (Isi) technical support for troubleshooting but the issue persisted. Due to the reported issue, the surgeon made the decision to convert and complete the procedure using traditional laparoscopic techniques. Isi received the following additional information from the surgeon: the surgical ports were already placed. The reported issue occurred intra-operatively during an uncritical phase in the procedure. After about 10-15 minutes of troubleshooting, the surgeon made the decision to convert the procedure to traditional laparoscopy. The procedure took about 20-30 minutes longer than expected and the patient was administered additional anesthesia. The patient tolerated the laparoscopic procedure well. There were no complications or injury reported. An isi field service engineer (fse) was dispatched to the site and replaced part(s) to resolve the reported issue. The system was tested and verified as ready for use.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient cart handle sensor (pchs) board involved with this complaint and completed investigation. Failure analysis was not able to reproduce the reported failure. However, the error was confirmed to have occurred via system logs. The board was installed in a test system and came up with no errors and all the gantry motors were driven through their full range of motion with no issues. The board remained in the system for over 24 hours while the system was in use and ran over 30 power cycles with no issues. A review of the error logs for the remote system found that it had multiple 319 errors.